Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to reservoir migration. During the procedure the existing reservoir was removed and replaced. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.